Event description:
It was reported that after an implantation duration of approx (B)(6) battery depletion was detected during a routine follow-up; device status eos. The device was explanted. No worsening of the patient's state of health was reported.